Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise and low impedance. The lead was reprogrammed. The patient was in stable condition.